Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient`s representative that the patient had issues a couple of weeks after the initial implant of the implantable pulse generator (ipg) system and the ipg system had to be replaced. No further patient complications have been reported as a result of this event.